Event description:
Tech alleged the head elevation has slow drift down.

Manufacturer narrative:
Tech found replaced head elevation valve due to sticking. This resolved the issue. No injuries reported.